Manufacturer narrative:
There are no allegation of any nalu system or component failures. Patient had a pre-existing condition that contributed to the need for a system explant.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 to treat knee pain. Patient had a pre-existing condition that failed to resolve after implant. On (B)(6) 2023 the nalu system was explanted due to complications from the patient's lymphoedema.